Event description:
Procedure type: colectomy. According to the rptr: during the colectomy, after the mobilization of the mesentery, the surgeon used the roti-ta 55 to close the colon. The instrument closed on the tissue, fired according to instructions after final examination. After cutting the tissue, 2/3 length of the staple lines was formed properly, but there were no staples coming out for the rest 1/3 staple lines. The surgeon used double pursestring method to finish the procedure. There was no additional bleeding or tissue damage, but operating room time was extended over 30 mins. Pt is fine and left the hospital.

Manufacturer narrative:
(B)(4)